Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in had a hole and leaked. The following information was provided by the initial reporter: it was reported that catheter was cracked or has a small hole in it - leaking at the hub where catheter is.

Manufacturer narrative:
H.6. Investigation: bd received two insyte autoguard blood control units from lot 1061875 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed some damage to the inside of the luer on both units. Next, a leak test was performed on both units and no leakage was observed coming from either unit. Based off the visual inspection and testing the engineer was able to verify damage to the catheter but could not verify leakage. Damage to the luer can occur if there is a misalignment between the adapter and the manufacturing equipment resulting in excess force being applied to the wall of the adapter. H3 other text : see h.10.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in had a hole and leaked. The following information was provided by the initial reporter: it was reported that catheter was cracked or has a small hole in it - leaking at the hub where catheter is.